Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized due to low blood glucose on (B)(6) 2015 with blood glucose of 40 mg/dl. Customer reported that his wife was not able to wake him up and called the paramedics. Customer has multiple sclerosis and once a month takes a medication which may affect blood glucose. Customer reported that after getting out of the hospital, insulin pump was not functioning properly and blood glucose remained high. Customer's blood glucose was 495 mg/dl, which was treated with manual injection. Customer had symptoms of nausea, thirst and headache. Troubleshooting was performed for high blood glucose. During troubleshooting, customer declined high pressure test. It was found that programming was correct. Customer was advised to follow up with healthcare professional regarding programming and sensitivity settings for bolus wizard. Customer was advised that infusion set and reservoir would be replaced.